Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
One large foresight sensor with an attached liner was returned for examination. No visible damage was observed from the sensor. No visible damage or contamination was noticed from the connector area. Post-deco evaluation confirmed the reported event of an issue with the sensor. The unit failed the sensor test. The sensor was disassembled for further examination. A visual examination of the photodiodes and the emitter did not reveal any damage or contamination. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. In this event, no patient complications were reported. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported by cmi that when using the fore-sight sensor, the clinicians found that the monitor displayed the sto2 value more than 95% continuously. Therefore, they replaced the sensor with a new one and it worked normally. It was unknown if there were any error messages. There were no patient complications reported. Occurrence date is unknown. Patient demographics are unable to be obtained.